Event description:
The complainant reported that an implanted impella rp flex generated placement signal spikes despite the motor current on the pump remaining stable. It was additionally noted that low pump flows were encountered at this time. Support continued with the noted pump despite the reported issue. There was no patient harm.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The returned pump had dried blood by the impeller. No problem was found as the root cause of the low pump flow. The data logs show motor current stability with no spikes outside p-level changes. Low pump flow concern was due to the effect of the placement signal issue (sensor drift) on the calculated flow. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-28375.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Placement signal issues: the pump passed electrical testing and was flow loop tested in the lab. The dp sensor drift reproduced on the returned product. The data logs from the case had no placement signal not reliable alarms but show a gradual drift in placement signal concurrent with a drift down in calculated pump flow. Motor current remained stable and central venous pressure as well. The pattern observed is characteristic of a sensor drift of the dp sensor. The root cause of the placement signal issue was determined to be sensor drift as evidenced by log pattern and issue reproduction on returned product a review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. B7 other relevant history, including preexisting medical conditions updated.